Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for an elective device upgrade. During the procedure it was noted that right ventricular lead insulation exhibited thinning. All available lead measurements were normal. The physician opted to place the ventricular lead into the atrial port of the new device and adjust the programming configurations. The patient's condition was stable.